Manufacturer narrative:
The product will not be returned for evaluation. Films are being sent for review. Additional information will be forthcoming within 30 days upon receipt.

Event description:
The information received from the affiliate states that this (B)(6) female patient was presented to the interventional lab for a stenting procedure of the renal artery (side unk). The characteristics of the vessel were described as normal. The physician made femoral access and had no difficulty accessing the lesion with a guidewire. The information states that the sds behaved normally when it was advanced to the lesion and the stent was placed without difficulty, using an indeflator. The stent was not post dilated. The stent reportedly migrated to the iliac artery and retrieval was not attempted. There wa no reported injury to the patient. The patient is in good condition.